Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Part received is not assembled, body/collet is separated from screw. Screw shows marks not consistent with mfg on the stardrive and retaining threads. Stardrive appears stripped away and threads are damaged/cross threaded. Portion of screw head is broken off. Due to the product returned with the body/collet separated, features pertinent to complaint could not be evaluated. Therefore the complaint indeterminate.

Event description:
It was reported during a posterior spinal fusion - level l3 to s1, the screw head come off when inserting the screw. Screw was removed and second inserted with same result. Total of two instances. This is 1 of 2 reports for the same event.